Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was experiencing halos. The iol was exchanged for monofocal intra ocular lens 4 months 4 days following the initial implant procedure. Clinical reason for the explant is dysphotopsia. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).